Event description:
It was reported that during an unk surgery, opened the package and noted the metal part of cartridge was deformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024. D4: batch # unk. Device evaluation anticipated, but not yet begun. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2024. D4: batch # 162c95. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gcfrgg reload was received unfired with the reload pan bent and partially dislodged from the distal end and some drivers missing and out of position. No functional test was performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. Additionally, photos were provided and they showed a green reload with the reload pan was noted dislodged and some drivers missing, belong the batch# 162c45. Device history review: a manufacturing record evaluation was performed for the finished device batch number 162c95, and no non-conformances were identified.